Manufacturer narrative:
(B)(4). The customer returned one, opened hemodialysis kit for analysis. The sheath/dilator assembly will be analyzed as part of this complaint investigation. Visual analysis revealed that the sheath had split prematurely at the distal end. The sample was returned with the dilator inserted through the proximal end of the sheath. This confirms that the customer handled the product as the sample is normally packaged with the dilator inserted through the distal end. Additionally, small scratch marks were observed on the dilator body. These scratch marks where on opposite sides of the extrusion and appear consistent with undue force being applied by the customer (i.e. Needle holders). These indents were also slightly visible on the sheath extrusion and would have been in the exact same location as the imprints on the dilator when fully inserted. Microscopic examination of one of the scratch marks on the dilator revealed what appears to be signs-of-use in the form of biological material. Microscopic examination confirmed this and revealed that the split was perfectly along the score line. The length of the dilator/sheath assembly measured 8.50" which is within the specification limits of 8.49"-8.51" per the sheath product drawing. The sheath was peeled apart to functionally test. The sheath was able to tear along the score line with little to no difficulty. A manual tug test confirmed the returned sheath tabs were fully secured to the sheath body. R and d was contacted as part of this complaint investigation. They indicated that it is unlikely that this damage came from the extrusion process. Based on the sharp edges on the dilator indents, it appears that the damage happened after the extruded resin hardened. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "carefully place 12 fr tissue dilator onto guidewire and advance to appropriate depth. A twisting motion may assist in advancing through tissue". The customer report of a damage to the peel-away sheath was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the distal end of one of the score lines had split prematurely. Despite this, the sheath/dilator assembly met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report, the comments from r and d, and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported that "at the moment the vascular surgeon was going to place the sheath over the wire, he noticed the end of the sheath was split. He then decided to open a second box and to use the intact sheath of that box. The second box had the same lot number as the first one (= 13f19j0355) and like I mentioned above the sheath of the second box was intact. By replacing the sheath, problem got solved." No patient harm reported. Patient's condition reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reported that "at the moment the vascular surgeon was going to place the sheath over the wire, he noticed the end of the sheath was split. He then decided to open a second box and to use the intact sheath of that box. The second box had the same lot number as the first one (13f19j0355) and like I mentioned above the sheath of the second box was intact. By replacing the sheath, problem got solved." No patient harm reported. Patient's condition reported as fine.